Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; damaged battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: review of the black box data revealed unexplained power on reset records. On examination, the battery compartment was confirmed to be cracked in several areas. Corrosion was observed inside the battery compartment. A battery cap was not returned with the pump; a new test battery cap was able to fit to maintain electrical connection and was used to complete a 24-hour duration test. Power on reset was not duplicated during the investigation. Leak test failed due to a battery compartment leak. The pump was opened for further investigation revealing evidence of moisture on the printed circuit board and internal components. Investigation confirmed the complaint.